Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found non-conforming with foreign material around the port. The sample was then functionally conforming for actuation, aspiration and cut. The sample was found conforming for actuation and was non-conforming for aspiration and cut. Noise was observed during the aspiration and actuation functional tests. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The sample was tested with a syringe and slight resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference (needle and shell) was removed the probe was able to aspirate. No noise was observed after the probe was disassembled, during the aspiration retest. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a cut issue and that noise was observed. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause of the observed noise cannot be determined from this evaluation. However, the noise was not observed during the aspiration retest once the probe was disassembled. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue and observed noise cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. All assemblies are also 100% inspected for the presence of excessive noise. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the cutting of probe was poor and loud when he used it at 10000 cuts per minute (cpm) during a procedure. The condition of aspiration is unknown. The procedure was completed without replacing the product. There was no harm to the patient. No additional information is expected.